Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 83 mg/dl. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage and confirmed low battery alert and replace battery now alarm due to connector resistance with the electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.